Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was doing an l4-s1 revision surgery. The surgeon was attempting to insert an 8.0 x 50 cortical fix screw when the screwdriver tip broke off in the screw. The attempt was made to back the screw but with a short rod and set screw to helicopter the screw out. This resulted in the screw head breaking off the screw shank. The surgeon then had to dig around the screw shank until a removal tool could be placed over it and remove the screw. The screw was removed and a 9.0 x 50 screw was inserted. The construct was completed with no other issues.

Manufacturer narrative:
(B)(4). The expedium quick connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi29193) and the 5.5 ti 8x50mm cortical fix screw (product code: 1867-31-850, lot number: tbdai) were returned to the complaints handling unit (chu). The returned driver¿s tip was broken off. Due to this damage, the driver was submitted for fracture analysis. An optical image of the fractured surface of the driver reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.